Event description:
Physician could not load penumbra system separator 032 into penumbra system reperfusion catheter. Removed separator and tried a new one. Still could not advance. He removed the catheter and noticed a kink in the catheter. He replaced the catheter and completed the case without incident. Physician did not recall kinking the catheter upon initial insertion into the guide and had not noticed any resistance when using a standard guidewire.

Manufacturer narrative:
Technical eval: the device presents a series of kinks and flat sections on the mid and distal sections. The mid sectional kink 65cm from the hub indicates that the device was bent at a sharp angle. White rings on each side of the kink indicates that the device was stressed before kinking. The device walls collapsed and the inner diameter of the catheter is reduced. Similarly, the series of flat sections on the distal end closed the catheter lumen. The root cause of the problem could be attributed to a series of kinks. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. A review of the device history record (DHR) was completed on part # 0854 (lot# l13782). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The DHR review of final assembly (lot# l13782) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The parts released in this lot met process requirement.